Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 05/18/06: round rock medical center. Patrick c. Dillawn. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure performed: laparoscopic hernia repair with mesh. Anesthesia: general endotracheal. Estimated blood loss: minimal. Complications: none apparent. Operative findings: a 4 x 4 cm midline hernia was found and was repaired with a gore dualmesh. Operative technique: ¿after induction of satisfactory general endotracheal anesthesia, the patient was prepped and draped in standard sterile manner in the supine position. The side left hernia was marked and we marked for a 12-mm incision site just above the left costal margin. This incision was made and the optiview trocar of 12 mm was placed under direct vision into the peritoneal cavity, the camera was placed in the port and the abdomen inspected with no evidence of injury from our entry. There was no significant adhesions to the hernia defect from the peritoneal cavity. We then placed two 5-mm ports along the left flank under direct vision. The abdomen was then desufflated and a 10 x 15 gore dualmesh obtained and placed over the hernia defect. This was marked on the skin and sites for four corner sutures to the prosthesis were marked on the skin as well. The abdomen was then resufflated. Gore-tex sutures were then placed at the four marked sites on the mesh and the mesh was placed through the 12-mm port into the peritoneal cavity after having been marked for orientation. The mesh was then unrolled in the abdomen and oriented with the rough surface facing toward the parietal peritoneum. Stab incisions were made at the sites marked for the four corner sutures on the abdomen and the carter-thompson suture device used to retrieve the stay sutures. These were then tied fixing the mesh taut against the anterior abdominal wall again with the rough surface toward the parietal peritoneum. The stapling device was then used to fix the mesh circumferentially to the fascia placing the staples approximately ½ cm apart. Once the mesh had been fixed in all directions, it was inspected and noted to be completely taut against the abdominal wall without kinks or bends. The abdomen was then desufflated and the mesh examined as the desufflation process was ongoing. The mesh nicely laid flat against the anterior abdominal wall. The ports were then removed and the procedure terminated. Skin incisions were closed using interrupted inverted subcuticular sutures of 4-0 monocryl. The stab incisions were closed with steri-strips. A bulky sterile dressing and abdominal binder were applied. The patient tolerated the procedure generally well. Needle, sponge and instrument counts were correct at the end of the case x 2. He was then awakened, extubated and taken to the recovery room in satisfactory condition.¿ product identification records for the alleged ¿gore dualmesh¿ were not provided. 12/10/07: round rock medical center. Patrick c. Dillawn, md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure performed: 1) laparoscopic repair of recurrent ventral hernia. 2) implantation of prosthetic mesh. Anesthesia: general endotracheal. Estimated blood loss: minimal. Complications: none. Findings: recurrence of the hernia had occurred with enlargement of the hernia to the left lateral side with migration of the previously placed hernia mesh into the hernia sac on the left lateral border. This was repaired using another gortex prosthetic graft. Description of procedure: ¿after induction of satisfactory general endotracheal anesthesia the patient was prepped and draped in the standard sterile manner in the supine position. The previously placed 12 mm port in the left costal margin was reopened with a knife and a nonbladed trocar inserted under direction vision into the peritoneal cavity. The 5 mm ports were then placed in the lateral left abdomen at the old incision sites as well. Eventually we placed another two 5 mm ports in the right lateral abdomen as well to facilitate staple placement. On entering the peritoneal cavity visualization ws improved by use of a 30-degree angle laparoscope. There were multiple omental adhesions in the area of the hernia and these were gently taken down using the metzenbaum scissors exposing the previously placed hernia mesh. The mesh was intact in the right lateral position; however, the hernia had enlarged in the left lateral position and the mesh had essentially migrated into the hernia sac creating a lateral recurrence. The edges of the hernia were palpated and a spinal needle was used to mark them externally on the body wall. Carbon dioxide insufflation was then released and appropriate overlap for the mesh was marked externally using a 4 cm overlap for the hernia. The dual mesh graft was then cut into an appropriate shape to create this overlap and four corner sutures of 2-0 ptfe were placed. The mesh ws then rolled and placed into the peritoneal cavity through the 12 mm port site, having been oriented at the four corners with a marking pen. Once inside the peritoneal cavity the mesh was unrolled and the carter-thomason device was used to retrieve the sutures using the previously placed four corner incision sites. The mesh was then pulled taught [sic] against the abdominal wall. The stapling device was then used to affix the graft to the anterior abdominal wall circumferentially, placing the staples approximately 1 cm apart, and completely covering the defect and the old mesh. Once this had been done the peritoneal cavity was inspected for hemorrhage and injury to any adjacent viscera and none were found. Carbon dioxide was then released. The incisions were then closed using interrupted inverted subcuticular sutures of 3-0 monocryl. Steri-strips and sterile bandages were then applied. The patient tolerated the procedure generally well. Counts: needle, sponge and instrument count were correct x 2. Disposition: he was then awakened, extubated and taken to the recovery room in satisfactory condition.¿ product identification records for the alleged ¿gortex prosthetic graft¿ were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B3: added date of event d2: added common device name d4: added lot #, catalog #, expiration date, di # g5: updated combo product field, added PMA/510k # h4: added device manufacture date h6: updated method code 1 and results code 1 h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: round rock medical center. Surgical record. Procedure: laparoscopic ventral hernia repair. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Implant record. Inventory type: mesh. Implant: dulex mesh. Size: 10cm x 15 cm. Quantity: 1. Manufacturer: w.l. Gore & associates. Lot number: 03670309. Catalog number: 1dlmcp03. Size: 10x15. Site: abdomen. Exp. Date: 06/05/07. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/03670309) was implanted during the procedure. On (B)(6) 2007: round rock medical center. [Signature illegible]. Implant record. [Handwritten] dualmesh plus 18.0 cm x 24.0 cm x 1.0 mm. Ref: 1dlmcp06. Lot: 05215360. Use by: 2010-06. On (B)(6) 2007: round rock medical center. Surgical record. Procedure: laparoscopic ventral hernia repair with mesh. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Implant record. Inventory type: mesh. Implant: mesh gortex dual. Size: 18cmx24cm. Quantity: 1. Manufacturer: w.l. Gore & associates. Lot number: 05215360. Catalog number: 1dlmcp06. Size: 18x24. Exp. Date: 06/30/10. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/05215360) was implanted during the procedure. Records span (B)(6) 2006 to (B)(6) 2007. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03670309. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby a "alleged gore device" was implanted. The complaint alleges that on "to be supplemented", an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh migration; to be supplemented. Additional event specific information was not provided.